Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg implanted on (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that upon reporting to the emergency room, the patient was told "one of the leads was off" and "needed to be replaced." Communication attempts were made with the clinic to obtain additional information but were unsuccessful. Manufacturer records indicate that an right atrial (ra) lead and an right ventricular (rv) lead remain active. No patient complications have been reported as a result of this event.